Manufacturer narrative:
(B)(4) - thrombus covering the valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to extensive thrombosis of the prosthetic valve. According to the operative report, this patient underwent mitral valve replacement with a prosthetic tissue valve on (B)(6) 2010. The patient actually recovered, went home, has been seen in the outpatient clinic, and was doing well. The patient developed a very sudden onset of worsening shortness of breath and heart failure-type symptoms. Echo demonstrated extensive thrombus covering the prosthetic mitral valve. Therefore, the valve was removed and replaced with another edwards bioprosthetic valve. Furthermore, there is no allegation of a product malfunction.